Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv lead exhibited high thresholds, unstable thresholds, high impedance, oversensing, noise and a likely lead fracture. Diagnostic testing/troubleshooting was performed. The rv lead was initially, reprogrammed off, then capped and a left ventricular (lv) lead was implanted and connected to the rv port. Medical intervention was required as a result of this event. No patient complications have been reported as a result of this event.